Event description:
This is the second report of three reports concerning the same patient and same surgery. See mfg report number 9615741-2014-00025. This report concerns product ID 117012nd. It was reported there was an issue with the hallufix screw. The product was in contact with the patient. Additional information was received from the surgeon on (B)(6) 2014. The procedure was an arthrodesis of the big toe. The surgeon finished the surgery with difficulties with an initial result less satisfactory than expected. The surgery was completed with the competitor medical device which was available (miniplates synthes). The surgery time was increased 30 to 40 minutes. The screw snap off did not break as expected which resulted in damage the screw (the screw could turn in the bone). There was no reported adverse consequence to the patient.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation ahs been initiated on the reported information.